Event description:
Intra-aortic balloon pump catheter placed at approx 0515 for intractable angina, awaiting coronary artery bypass graft surgery. Balloon catheter ruptured at 1145 same day as evidenced by no aughmentation of blood pressure. Alarm had sounded. Initial nursing assessment: decrease augmentation, decrease afterload, no line kinks, no blood in tubing, refilled and zeroed and resumed pump. Continued to alarm, pt c/o abdominal pain, pink fluid noted in tubing. Balloon catheter and sheath exchanged over guide wire. Addendum 8/26/96: replacement was unsuccessful as hematoma developed after removal of ruptured catheter.